Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had infusion set leaks at the side. The customers blood glucose level was 359 mg/dl at the time of the incident. The device was not expected to be returned for analysis.